Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. While the user was undergoing adenoid treatment at the clinic, an examination of the ear revealed the extrusion of the electrode through the auditory canal. Re-implantation is planned as soon as possible, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the electrode lead extruded into the external ear canal. Reportedly during implantation surgery the surgeon was drilling into too much bony structure, which might have contributed to the observed issue. Further the electrode array migrated post-operatively out of cochlea as confirmed by diagnostic imaging. This is a final report.

Event description:
The user's hearing performance with the device is affected. While the user was undergoing adenoid treatment at the clinic, an examination of the ear revealed the extrusion of the electrode through the auditory canal. It is unclear how long the electrode had been extruded. The surgeon cut the electrode lead and treated the auditory canal. The user was reimplanted on (B)(6) 2024